Event description:
It was reported during an ablation procedure, the irrigation port on the handle of the cool path catheter was damaged and leaking. The damage was noted when an occlusion alarm from the pump occurred and the handle of the cool path catheter was leaking. The procedure was completed with a new catheter and no consequences to the pt.

Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation is completed, a follow up report will be submitted.